Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution was selected for a watchman left atrial appendage closure (laac) for a stroke prevention. During the procedure, the physician struggled to reach the desired transeptal puncture (tsp) location and ended up being low and posterior. Instead of repositioning, the physician used rf wire to cross at that posterior location. While attempting to advance the was sheath into the left atrium (la), the physician was unable to do, so the physician tried using just the dilator, which was unsuccessful. The physician also tried a watchman with a smaller outer diameter (od), which was also unsuccessful, so the physician ballooned the septum. After ballooning, the physician successfully advanced the trusteer sheath into the la and attempted to reach the appendage with the non-boston scientific pigtail catheter. It took multiple attempts but was eventually successful. Shortly after transeptal while attempting to navigate into the appendage, echocardiography revealed a small effusion in the left atrium. The physician implanted the closure device. The effusion increased as the physician attempted to reposition the closure device for an adequate position. The closure device was deployed, pericardiocentesis was performed, and 730cc of blood was drained (dull-colored blood) and it was reinfused. The patient was transferred to the intensive care unit (ICU) after the procedure and was extubated on (B)(6) 2026, and the hospitalized to monitor blood pressure for another one or two days, then plan to discharge the patient. The patient was not under warfarin at the time, but they were under eliquis. Product return is not expected (disposed).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields adverse event/product problem (b1), describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. The reported allegation of difficulty to cross septum could not be confirmed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion and cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported allegation of pericardial effusion and cardiac tamponade are known inherent risk of device of the versacross connect laac access solution.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution was selected for a watchman left atrial appendage closure (laac) for a stroke prevention. During the procedure, the physician struggled to reach the desired transeptal puncture (tsp) location and ended up being low and posterior. Instead of repositioning, the physician used rf wire to cross at that posterior location. While attempting to advance the was sheath into the left atrium (la), the physician was unable to do, so the physician tried using just the dilator, which was unsuccessful. The physician also tried a watchman with a smaller outer diameter (od), which was also unsuccessful, so the physician ballooned the septum. After ballooning, the physician successfully advanced the trusteer sheath into the la and attempted to reach the appendage with the non-boston scientific pigtail catheter. It took multiple attempts but was eventually successful. Shortly after transeptal while attempting to navigate into the appendage, echocardiography revealed a small effusion in the left atrium. The physician implanted the closure device. The effusion increased as the physician attempted to reposition the closure device for an adequate position. The closure device was deployed, pericardiocentesis was performed, and 730cc of blood was drained (dull-colored blood) and it was reinfused. The patient was transferred to the intensive care unit (ICU) after the procedure and was extubated on (B)(6) 2026, and the hospitalized to monitor blood pressure for another one or two days, then plan to discharge the patient. The patient was not under warfarin at the time, but they were under eliquis. Product return is not expected (disposed). It was further reported that it is not know when the actual effusion occurred, nor which device were inside patient's body at the time of patient complication. It was challenging to cross with transeptal. The patient had to stay in ICU to be monitored for a few days. The patient was hemodynamically stable when complication noted but declined slowly so they decided to tap. Patient was discharged on (B)(6) 2026. It was further reported that the device is not expected to return as disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields adverse event/product problem (b1), describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution was selected for a watchman left atrial appendage closure (laac) for a stroke prevention. During the procedure, the physician struggled to reach the desired transeptal puncture (tsp) location and ended up being low and posterior. Instead of repositioning, the physician used rf wire to cross at that posterior location. While attempting to advance the was sheath into the left atrium (la), the physician was unable to do, so the physician tried using just the dilator, which was unsuccessful. The physician also tried a watchman with a smaller outer diameter (od), which was also unsuccessful, so the physician ballooned the septum. After ballooning, the physician successfully advanced the trusteer sheath into the la and attempted to reach the appendage with the non-boston scientific pigtail catheter. It took multiple attempts but was eventually successful. Shortly after transeptal while attempting to navigate into the appendage, echocardiography revealed a small effusion in the left atrium. The physician implanted the closure device. The effusion increased as the physician attempted to reposition the closure device for an adequate position. The closure device was deployed, pericardiocentesis was performed, and 730cc of blood was drained (dull-colored blood) and it was reinfused. The patient was transferred to the intensive care unit (ICU) after the procedure and was extubated on (B)(6) 2026, and the hospitalized to monitor blood pressure for another one or two days, then plan to discharge the patient. The patient was not under warfarin at the time, but they were under eliquis. Product return is not expected (disposed). It was further reported that it is not know when the actual effusion occurred, nor which device were inside patient's body at the time of patient complication. It was challenging to cross with transeptal. The patient had to stay in ICU to be monitored for a few days. The patient was hemodynamically stable when complication noted but declined slowly so they decided to tap. Patient was discharged on (B)(6) 2026.